Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an anterior opening, fold creases and wear abrasion. A leak test and microscopic analysis were performed which identified: a sharp opening on the anterior side (valve bond edge), yellow particles (biological tissue) in the shell and observed a >1 mm void in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior side (valve bond edge) due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.